Event description:
It was reported that a clearlink continu-flo set experienced a leak of saline solution during priming. The customer was unable to identify the source of the leak, but reported that the user noticed a cut about halfway down the tubing, which appeared as if it had been sliced open with a knife. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.